Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion and mild crystal deposits on metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended: 37:59 minutes. The fiber tip (cap) was cleaned during the procedure.

Event description:
It was reported that during a prostate procedure @ 346,361 joules of use and 37 minutes "tip broken" was reported. The procedure was completed using a second fiber. There were "no adverse outcomes" reported.